Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a backup battery fault at night and changed to a new one. There were no more reported alarms after the exchange. Log file analysis revealed low flow events. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed as the alarm was not active in the submitted log files or reproduced during testing of the returned backup battery (serial number: (B)(6) three log files were submitted for review (8c300940, 91081006, and 91171017). The submitted event log files did not contain data from the date of the reported event, (B)(6)2019 . The event log files contained approximately 13 hours of data from 12:04:57 on (B)(6)2019 to 0:36:46 on (B)(6)2019 and an additional (B)(4) days of data from (B)(6)2020 ¿ (B)(6)2020 per the timestamps. The data in the log files did not indicate any issues with the system controller or backup battery. The log files captured intermittent low flow hazard alarms which are addressed via the pump investigation (pi-2020-0007069-02). No other notable alarms were active in the log files. The pump maintained a speed above the low speed limit throughout the log files. The returned backup battery was functionally tested and found to operate as intended during analysis. The backup battery was installed in a test system controller and operated in a mock circulatory loop with no issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.